Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The atrial output connector was damaged and contaminated. Analysis also noted that the upper and lower cases were contaminated, the keyboard window was scratched, and the serial number label was damaged. Due to the device exceeding its service life, it was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial line connector on the external pulse generator (epg) needed to be replaced. The epg was returned for service. There was no patient involvement.